Event description:
Provider states that the when the end user moved the rails to a different location in the home and when she did the rail hit up against an end table causing a scratch. Provider states that from that initial scratch the chrome of the rail began flaking. Provider states that when the end user was transferring in and out of bed and grabbing the rail that chrome slivers would get caught in her hand. Provider states that there was some blood on her hand when this happened. Provider is unaware if the end user got medical attention for this.